Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the surgeon attempted insertion of the mhs 1.5mm screw. The screw broke just below the screw head. The screw shaft was unable to be removed and was left in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Device was received and the head broke off during insertion. The microscopic view of the broken surface is homogenous and does not show any anomalies. Based on the provided details and without the article and lot number, a complete investigation is not possible. It does not appear to be a product fault.